Event description:
According to the reporter, when performing rectal resection in a laparoscopic proctectomy, when device was inserted into the abdominal cavity, but the jaws did not open and an attempt was made to replace the cartridge, but it was not removed properly. After several attempts, the cartridge was removed, but the lot protruded. The surgeon replaced the stapler to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.